Manufacturer narrative:
Section b2: corrected - marked "required intervention..." And un-marked "other serious..."; section b4: corrected - replaced "(B)(6) 2017" with "(B)(6) 2017"; section d4: corrected - replaced "(B)(6) 2020" with "(B)(6) 2020"; section e1: corrected - corrected "(B)(6)" to (B)(6)"; section h1 corrected - checked "serious injury" and un-checked "malfunction" ; section h2: updated- checked "correction"; section h4: corrected- replaced "(B)(6) 2015" with "(B)(6) 2015" section h6: corrected- removed patient code 2692. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned part inspection results: the returned part was inspected and no defect or non-conformity was observed on the surface of the implant. There was no evidence found to indicate that the reported issue was caused by the device itself. Although the root cause for the complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate after the clinical procedure. The implant was loose after placement and had to be removed. However, the patient is reported to be in satisfactory condition. No serious injury was reported, but the patient complained of pain with infection at the implant site. A course of antibiotics was prescribed along with peridex rinse and the patient is doing fine. The complaint part is to be returned for investigation. However, the DHR was reviewed based on the provided lot number and no discrepancies were noted. More results will be available upon completion of the evaluation and investigation of the complaint product. However, failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
It was reported that the implant failed to osseointegrate after clinical procedure. Further information was received upon follow up. It was stated that the implant was placed on (B)(6) 2017 and explanted on (B)(6) 2017. The patient had type ii bone. No general bone loss was reported and implant was placed on a previously grafted tissue. Granulated tissue was noted around the implant site and the site was infected. However, no serious injury was reported to the patient and the current patient status is stated to be satisfactory with socket grafted. Also, it was stated that the removal of silver point temporary may have contributed to the implant failure and course of antibiotics was prescribed along with peridex rinse.